Event description:
Customer reported that after the completion of a vancomycin infusion, fluid was noted on the syringe and floor under the pump. No pt harm reported and no other event details available. The IV administration extension sets were received. The investigation is on-going. A follow-up report will be filed upon completion of the investigation.

Manufacturer narrative:
Pt info requested, and all available info is included.